Event description:
It was reported by service report that the zoom was speeding up due to a faulty load cell. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; load cell.